Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a cleaner leak at the front of the coulter hmx analyzer with autoloader coming from pinch valve pv66. Customer reported that the differential background was failing. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) confirmed that the tubing at pinch valve pv66 was cut and also found the hemoglobin (hgb) was out of range. The fse replaced the tubing at pv66 and replaced hgb lamp. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).